Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant using a non-abbott delivery system. The sizing of the annular dimensions was perimeter: 77,1 mm. The implant depth was 3mm and there was sufficient calcium to allow anchoring of the device in the opinion of the user. The patient did not have a horizontal aorta. During the final released of the navitor valve, it suddenly migrated to a position that was 5 mm above the annulus level. Per the physician, there was backward tension on the delivery system at the time of final deployment. A valve in valve procedure was performed with a second unknown device that was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of reported event could not be conclusively determined. Please note that per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."